Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement. Additional information from the field representative indicated that the cause of the out-of-range pacing lead impedance measurement was not identified, though suspected to be a lead issue but not confirmed. Further, all other measurements were fine. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.